Event description:
It was reported that patient underwent meniscus repair procedure on (B)(6), 2012. During the procedure, the surgeon attempted to use a meniscus repair device, but had two different devices catch in the meniscus tear, which then had to be cut out. A third device was attempted, and it seated one anchor, but not the other. The procedure was completed by trimming the meniscus and cutting out the anchors. Suture from the third device remains implanted.

Manufacturer narrative:
This medwatch refers to two (2) devices from the same lot. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number four states, "care is to be taken to assure adequate fixation of the meniscal tissue at the time of surgery. Failure to achieve adequate fixation through improper positioning or placement of the device can contribute to a subsequent undesirable result". The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00330). Functional testing of two devices from the same lot could not recreate the report condition. Devices functioned as intended.